Event description:
The customer reported that the 840 ventilator malfunctioned and heard no alarm while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and could not duplicate the alleged malfunction. The cse replaced the gui cable as precautionary action. The unit passed extended self testing.